Manufacturer narrative:
As the device remains implanted, no further investigation on the device can be performed. A product history review and, if images are available, an imaging evaluation will be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment for an occluded lesion in the distal superficial femoral artery (sfa) and proximal popliteal artery of the left limb as verified by imaging. Two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices) were implanted in the distal sfa in the left leg. Post-dilation was performed and at the end of the procedure the devices were patent. The patient tolerated the procedure. On (B)(6) 2021 an adverse event happened, as there was an acute vsx-device occlusion. Therefore, an endovascular repeat intervention was performed on (B)(6) 2021. During the intervention there were procedural complications as the crural vessels occluded. Therefore, on december 21 a mechanical thrombectomy had to be performed. At the end of the procedure the vsx-devices patency was restored.

Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the device met pre-release specifications. A review of the sterilization records indicated the lot met all pre-release specifications. A review of the heparin coating records indicated the device met pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The physician was asked for the root cause of the occlusion, if there is a relation between the comorbidities or the patient history of the patient and if the reported event is device-related. It was stated that the root cause is unknown, as no edge stenosis was visible after the alteplase treatment. A relation to the comorbidities or the patient history or the device could not be excluded, as the angiography mentioned a relatively small sfa and the whole device was occluded. With the information provided to gore, the cause could not be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: thrombosis, occlusion device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion.